Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose went high to 473 mg/dl. The customer took a shot and a muscle relaxer for a headache, and the blood glucose crashed to 48 mg/dl.